Event description:
Dexcom g7 sensor is widely inaccurate in its readings. I have tried several different g7 sensors so it is not limited to one batch of them. There are constant fluctuations in the readings. Calibration does not help. Day 1 and day 2 of wear will often just read "low" when my sugar is not low or the readings look like a scatter plot. The biggest problem is that my tandem tslim insulin pump will auto deliver insulin based on my cgm readings (and the identification of rapidly changing sugars). There have been multiple occasions where I have been given extra insulin by the pump from errant readings that I did not need and then I have to chug juice to make sure I don't go too low. This then causes a sharp increase in readings and I am autobolused again by the insulin pump, causing a vicious cycle. This has in fact caused me hypoglycemia- sometimes below 50. I have had to discontinue use of the g7. I am upset that this product was approved to be used with auto bolusing insulin pumps. Sensors need to be accurate when used for automatic insulin pump dosing. It is very dangerous and should be taken off the market.